Manufacturer narrative:
Product event summary: the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5072 implantable pacing lead 2007 (B)(6); 4195 implantable pacing lead 2009 (B)(6); 6947 implantable tachy lead 2007 (B)(6); (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached recommended replacement time (rrt) early. The device was explanted and replaced. No patient complications were reported as a result of this event.